Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient had a bad lead. The status of the lead is unknown. No patient complications have been reported as a result of this event.